Manufacturer narrative:
Sections with additional information as of 11-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on 29-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back-to-back test results of 163, 320, 352 and 240 mg/dl. Customer was not concerned with high results, only erratic. Customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result is 220 mg/dl, expected pm fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 332 mg/dl and 419 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is 09/12/2020. The meter memory was reviewed for previous test result history: (B)(6).